Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported issue was not reproduced. The device was tested for flow rate accuracy and delivered within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed the flow rate accuracy test during testing. The pump had been programmed for a volume of 20 ml at a flow rate of 40 ml/hr. The reporter stated that "there was an overpump for the device going slightly above 21ml." There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction g4: PMA/510k # or bla # additional information: h6, h11 a review of the event history log for the last days of use shows the user programmed infusions with a rate of 40 ml/hr with a vtbi (volume to be infused) of 20ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. They cannot confirm the actual amount infused, but they can confirm from their notes that there was an over pump for the device going slightly above 21ml. The pump should be recalibrated to reach close to 20ml to be as close to the program amount as possible. Should additional relevant information become available, a supplemental report will be submitted.